Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported blood glucose value of 420 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: high bg document treatment for high bg: manual injection. The event involved product(s) mmt-397a, mmt-332a, mmt-1780kpk. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-332a. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump failed to boot up properly once installing aa battery, partial display was noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. The pump failed the self test. The pump passed the displacement accuracy test at 0.0872 inches. Test p-cap and reservoir locks properly into the reservoir compartment during testing. Successfully downloaded pump history files and traces using thus software. Pump delivered 3 bolus deliveries on the event date of 25-jul-2024 at 08:23:10.000, 12:42:12.000, and 22:25:54.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and a cracked glass on pcba 1. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, battery tube threads - cracked, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay peeling, keypad overlay texture damage, and keypad overlay texture damage. Unable to verify customer's complaint for high bg's. Partial display was confirmed during testing due to moisture damage on the electronic assembly. Moisture damage was confirmed found on the electronic assembly and battery tube. Found a cracked glass on pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.